Manufacturer narrative:
Visual analysis of the returned device is consistent with the reported event. Review of the device history record and labeling for this device, device imaging, and provided information concluded that there is no evidence of a product defect or deficiency. X-rays indicated some angulation of the fixed screws. The most probable root cause is user related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that the patient had anterior cervical discectomy and fusion surgery on an unknown date at levels c5-c7. X-rays revealed that the locking mechanism was not covering the c7 screws and that they both backed out. No signs of non-fusion were reported, and it was indicated that fusion was occurring. The patient underwent revision surgery on (B)(6) 2015 with no further post-operative complications reported.